Event description:
Device malfunction: stent jumped, stent fracture. Time of malfunction: during the procedure. Symptoms/ae: additional stent deployed within fractured stent. It was reported that during a procedure in the right superficial femoral artery, using an antegrade approach, upon deploying the absolute pro stent in the target lesion, the stent jumped forward. The distal end of the partially deployed stent expanded within the proximal end of an unidentified implanted stent. The stent delivery system was then pulled back and the partially deployed stent was fully deployed to cover the complete lesion. Subsequently, the stent appeared to be fractured on the angiographic images and a second absolute pro stent was successfully deployed within the fractured stent. There was no adverse patient sequela reported. Though requested, no additional information was provided.

Manufacturer narrative:
Off label vascular use. The device was received. Investigation is not complete.